Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A registered nurse reported that on (B)(6) 2019 a (B)(6) year-old female patient was placed in the a3059 mayfield composite series skull clamp and was flipped to the frame. The lock on the head clamp oosened and ripped the patient¿s head. The one (1) inch gash was stapled. Additional information received on 09apr2019 indicated that the event happened during a posterior cervical fusion procedure with a surgery delay of 30-45 minutes.

Manufacturer narrative:
The incident reported under mfg was found to be the same incident reported under mfg. Report number 3004608878-2019-00095. All subsequent information will be submitted under mfg. Report number 3004608878-2019-00095. The returned unit was an a1059 mayfield modified skull clamp with serial number (B)(4). And lot 157 (previously reported as a3059 mayfield composite series skull clamp). With respect to the returned unit it, has passed all specific functional testing requirements, except for the lock having rotational movement when unit was not under pressure, this would not have caused a slippage; when unit was properly positioned and put under pressure, unit would not have slipped. Complaint event unconfirmed. Root cause is unknown, however, most probable root causes are outlined in our risk management file: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect unauthorized devices accessories for procedure. UDI #: (B)(4).

Event description:
N/a.